Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4. The first clip was implanted without issue and the mr grade was reduced to 3+. The second clip ((B)(4)) was positioned lateral of the first clip without issue. During the attempt to establish the final arm angle, a rupture occurred of the posterior medial leaflet, and the mr grade increased to 4+. Several attempts were made to clip the ruptured leaflet; however, the attempts were unsuccessful. The clip was retrieved into the steerable guiding catheter (sgc), and the procedure was aborted with a final mr grade of 4. The patient was further treated conservatively with the same medication that was used to treat her pre-existing heart failure. According to the physician, the leaflet rupture was due to degenerative processes of the tissues by ageing. The patient was extubated in the cath lab and send to the cardiac ward. It was confirmed that the patient was clinically stable post-procedure with minor inotropic support. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guide catheter ((B)(4)), clip delivery system ((B)(4)), lift, support plate, stabilizer. The incident information was reviewed, however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of tissue damage (mitral valve injury), as listed in the mitraclip clip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.